Manufacturer narrative:
The pump passed the self test. All buttons function properly. No delay on the keypad responses during testing. Pump was cut open to perform visual inspection and found no physical or moisture damage to the keypad assembly, electronic assembly, or motor. The j1 connector on pcba 1 was locked properly during visual inspection. No stuck key alarm found in the daily history. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: serial number label missing, pillowing keypad overlay, missing display window cover, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. Keypad/buttons functioned properly during analysis and passed all required testing. Delay keypad responsive was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error as the button were not responding. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the cuttons remained unresponsive after troubleshooting. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. Mmt-1884 was requested and customer response was the device will be returned.